Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that some keys in the keyboard were not working. The field service engineer (fse) identified the issue as a software-related problem, typically resolved by deleting the keyboard in device manager and allowing it to re-detect and re-load the driver. An attempt was made to remote in, but the session could not be established and remained stuck on agent downloading. While on-site, the fse spoke with the customer, who confirmed that the issue had not recurred since the last reboot. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a keyboard key was failed to work. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a keyboard key was failed to work. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.